Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2013-03804 and 1225714-2013-03805.

Manufacturer narrative:
The patient codes have been updated per additional information received from a second attorney; this additional information alleged that the patient experienced sudden cardiac arrest and sudden cardiac death. Additional information was also received regarding the date of event and date of death; however, there is a discrepancy as the date of event/date of death provided by the second attorney ((B)(6) 2009) is prior to the date of event/date of death that was originally reported ((B)(6) 2011). Additional information to clarify the date of event and date of death has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-03804 and 1225714-2013-03805.